Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2021 to re-position the implant that was migrated. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 24, 2022.

Manufacturer narrative:
Per the clinic, the repositioning surgery was performed under general anesthesia.